Event description:
A customer reported that an a positive donor unit typed as o positive on galileo echo instrument (B)(4).

Manufacturer narrative:
Review of the batch files showed that the sample resulted as o positive during initial testing. Visually, the results are o positive as reported by the instrument. Donor samples tested prior to and following this donor sample resulted as expected within the same batch. Review of the instrument and scheduler log show the batch run performed as expected. Repeat testing with the same sample resulted as a positive and visually appeared positive. Repeat testing was performed on the original donor specimen that had been discarded. Unable to rule out a sample related issue. Instrument is operating as expected.